Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 99% stenosed and de novo lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). The 4.0mm x 100mm sterling balloon dilatation catheter was advanced to the lesion and the balloon ruptured at 5atms on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed dried contrast inside the lumen of the balloon catheter. The device was pressurized with an inflation device, but the balloon could not be inflated. The device was soaked for approximately 8 hours in a bath of circulating 37°c water in an attempt to loosen and dislodge dried material from the lumen of the device; however, even after soaking, the device could not be inflated. The balloon and outer shaft were microscopically examined and no damage or irregularities were identified that could be factors in or result from the reported balloon burst. Although product analysis was unable to confirm the reported balloon burst, it is possible that damage was present but indiscernible due to the presence of residual fluid and materials from clinical use. Product analysis revealed no evidence of any specification non-conformances. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 99% stenosed and de novo lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). The 4.0mm x 100mm sterling balloon dilatation catheter was advanced to the lesion and the balloon ruptured at 5atms on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).